Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported venous return obtained. Pre chemotherapy 0.9% saline flush and premeds administered with nil concern. Patient reported burning sensation following administration of doxorubicin 10mls. Treatment stopped. Venous return obtained. Burning sensation continued. Dr informed. Treated as a possible PICC fracture and extravasation protocol implemented. Linogram was not available on day. PICC line removed. No fracture visable to eye.